Event description:
It was reported that during a ptca/stent procedure, of an obtuse marginal branch that had been predilated, after the stent was deployed, a perforation was observed. The perforation was treated by removing 400 cc of blood from the patient's pericardial sack. The patient is reported to be doing well as of the date of this report.